Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 475 mg/dl. Customer dropped the pump several times and it has fallen out of the belt clip. Customer stated that the pump has been eating up batteries. Customer declined troubleshooting for high blood glucose levels. Customer treated with an injection. The drive support cap was protruded, but the customer pushed it back in the pump. The pump is stuck in the rewind mode. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump rewind functioned properly during testing. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.